Manufacturer narrative:
The complaint could not be verified as the returned device functionally performed as intended. The root cause could not be determined with confidence as several factors may contribute to the charred tissue and post op hemorrhaging. It is possible that there was not sufficient saline outflow in order to maintain the formation of plasma or the coagulating feature, and/or failure to maintain the recommended suction pressure. An additional factor that may have contributed to the reported event is the controller which was not returned for evaluation. The instruction for use (¿IFU¿) contains information regarding activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
The wand was not working properly. They opened another wand and it worked to complete the surgical procedure. Some tissue was charred and there was some post-operative pain & hemorrhaging. No addtional details were provided regarding any treatment administered; however, no additional patient complications were reported as a result of this event.